Manufacturer narrative:
Correction: this report is to retract 2017865-2021-08756, submitted on (B)(6) 2021. This report was erroneously submitted. Additional information received noted that the device was capped as part of an elective replacement and there is no allegation of a malfunction for this product.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a normal generator replacement procedure. The atrial lead was also capped during the procedure for an unknown reason. No patient symptoms or patient condition after the procedure were reported.